Manufacturer narrative:
Investigation ¿ evaluation it was reported that the blue rhino dilator included in the blue rhino g2-multi percutaneous tracheostomy introducer tray was difficult to advance during an unknown procedure on an unknown patient. The user noted that the dilator had reduced rigidity compared to its previous version. Recently, there have been observations of increased flexibility in the first 2 cm of the dilator during procedures, leading to kinking of the wire guide. Additionally, the presence of calcified tracheal rings was noted, which may have contributed to the device failure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including quality control procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Product labeling review: the product IFU, [c_t_ptisgi2_rev0]¿ blue rhino g2-multi percutaneous tracheostomy introducer,¿ provides the following information for the user: instructions for use tracheostomy procedure ¿1. Palpate landmark structures to ascertain proper location for tracheostomy tube placement." "3. If desired, use a curved mosquito clamp to gently dissect vertically and transversely down to the anterior tracheal wall. Note: an adequate skin incision and blunt dissection of the subcutaneous tissue can minimize the need for excessive force and torque throughout the procedure." "13. Activate the hydrophilic coating by immersing the distal end of the blue rhino g2-multi dilator in sterile water or saline. 14. Advance the blue rhino g2-multi dilator and the guiding catheter as a unit over the wire guide, while maintaining wire guide position. 15. Begin to dilate the tracheal access site by advancing the guiding catheter and blue rhino g2-multi dilator into the trachea. While maintaining the visual reference points and positioning relationships of the wire guide, guiding catheter and dilator, advancing them as a unit to the skin level mark on the blue rhino g2-multi dilator.¿ based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It was reported that the patient¿s tracheal rings were calcified, which could have contributed to the failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3 - device evaluated by mfg? - not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue rhino dilator included in the blue rhino g2-multi percutaneous tracheostomy introducer tray was difficult to advance during an unknown procedure on an unknown patient. The user noted that the dilator had reduced rigidity compared to its previous version. Recently, there have been observations of increased flexibility in the first 2 cm of the dilator during procedures, leading to kinking of the wire guide. Additionally, the presence of calcified tracheal rings was noted, which may have contributed to the device failure. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding event details and patient outcome have been requested but are currently unavailable.